Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture break is confirmed as a link break was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.the other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices via a 6f sheath using a pre-close technique prior to a thoracic aortic aneurysm (taa) intervention. Reportedly, suture breaks occurred with both proglide devices. The taa was successfully completed. Simple surgical suturing was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. Hospitalization was prolonged. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.